Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the abdomen which is an off-label device on (B)(6) 2024 . The patient's parent reported that the pediatric patient experienced a wearable failure on (B)(6) 2024 a day after the sensor had been inserted in the arm. During this time the patient was resting, the reporter did not recall whether she received alert notifications about the wearable failure on the display devices of mobile app and tandem pump. Around 5 am the patient was nauseated and vomiting and had shortness of breath. The bg (blood glucose) was checked and was more than 700 mg/dl. The doctor advised the patient present to the ER, and she arrived at 7 am. It was not known if an attempts to self-treat the symptomatic hyperglycemia were performed. In the ed (emergency department), the patient was treated with IV drip and 12 units of insulin intravenously. The patient was discharged the same day around 7 pm. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.